Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was in the range of 89 mg/dl to 109 mg/dl. The customer assisted with troubleshooting and display did not return back. The customer also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged and the spring was neither damaged nor corroded. The customer reported that the insulin pump display did not return after restart. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.